Event description:
Customer reported wasn't feeling well. Customer's family member tested pt, result not provided. When family member tested their device; reading were much lower (value not provided). Customer was given orange juice. Customer was retested on their device & result was higher (value not provided). Customer felt weak. Family member device = 21 mg/dl. Paramedics were called. Paramedics device =21 mg/dl. Paramedics took customer to the hosp. Hosp result = 22 mg/dl. Customer was given glucose. Customer was released later in the week. No controls were used a request was made for return product and replacement product was sent.